Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both pacing leads exhibited high thresholds and lead fracture was confirmed. Both pacing leads were capped and replaced. No patient complications have been reported as a result of this event.